Manufacturer narrative:
The referenced inr values/anticoagulation adjustments/hemolysis event was reported under medwatch MFR report #2916596-2015-02144. (B)(4). Approximate age of device - 3 years, 8 months. The device remains in use supporting the patient. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient has a history of a previously unreported polymicrobial driveline infection that started in early 2014 (coagulase (B)(6) staphylococcus, proteus, citrobacter, achromobacter). The patient was treated with long term antibiotics including daptomycin, zosyn and bactrim. It was reported that the infection has since been cleared. It was noted that due to the extensive antibiotic administration, the patient reportedly had periodic low inr values that required changes in the anticoagulation regimen and occasional hospitalizations with heparin bridging for elevated hemolysis biomarkers. No additional information was provided.